Event description:
Information was received on 2017-jun-05 regarding a consumer receiving prialt [1.5 mcg/ml] at a rate of 0.1049 mcg/day, dilaudid [3 mg/ml] at a rate of 0.2099 mg/day, and morphine [1 mg/ml] at a rate of 0.0700 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that for the last week the patient's pain level is a 7.5 rating out of 10 and needs and adjustment. The patient states she has oral medication but doesn't want to take them because she wants to use her pump. The patient stated she recently moved to arizona, and the places she was calling either don¿t like one of the medications she had in the pump, or have taken so long to review the information and then decided no. The patient stated she had a low reservoir alarm date of (B)(6) 2017. The patient stated she wasn¿t able to go back to california to get it refilled or adjusted. The patient also reviewed she was unable to drive because she had a hard time getting around and was limited. There were no further complications reported/anticipated. Additional information received on (B)(6) 2017 from the consumer reported they were upset the manufacturer couldn¿t find her a medical doctor to fill her pump in arizona. The patient indicated the implanting/managing physician in california was willing to do the refill. The patient confirmed a refill was scheduled for (B)(6) 2017. The patient stated her refills were 4 months apart.